Event description:
It was reported that the cs100 intermittently stopping to work, some helium may be leaking. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.